Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found no evidence of cables derailment during visual inspection. Failure analysis investigation also found the conductor wires were intact and not damaged; however, the drive cable was frayed. The instrument's pitch down cable was noted frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the cable to have derailed off its track out of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.